Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the right atrial lead exhibited a large amount of noise, high thresholds and high impedance. The lead was not used and a new lead placed successfully, the patient was doing well post procedure.